Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Stenosis can be due to many factors -- depending on the implant duration -- including, but not limited to: calcification, thrombosis and pannus. In this case, the device was explanted after 109.2 months due to aortic valve stenosis due to calcification. The device was implanted in 2001 also due to aortic valve stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 9 years 1 month (109.20 months) and replaced with the same model, same size device. Information was provided by the health care provider in the explant operative report clinical notes as follows: the patient underwent aortic valve replacement in (B)(6) 2001 for aortic stenosis. He received a #25 perimount pericardial valve. He has now developed structural valve deterioration of his aortic prosthesis. On echocardiography, the left ventricle was mildly dilated with fairly well preserved left ventricular systolic function. The prosthetic aortic valve area was down to 0.9 cm2, the peak gradient was 66 mmhg, mean gradient 31 mmhg with mild aortic insufficiency. The ascending aorta was also dilated at 4.8 cm. Cardiac catheterization demonstrated significant disease in the left dominant system with significant stenosis compromising flow to the posterior descending branch of the circumflex. The patient was a candidate for repeat surgery with coronary artery bypass, aortic valve re-replacement and replacement of ascending aorta.

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: on (B)(6) 2011, operative report was received from the health care provider. A device history record review is in progress.